Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting seeing a positive line form on two different tests after the recommended read time of the test (outside of product insert specifications for read time). Customer was informed that the test should be read within stated read time found in product insert and once outside that timeframe the test is not valid. Report 1 of 2.